Event description:
Per the clinic, the patient experienced a migration of receiver/stimulator which interferes with wearing an external sound processor. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR [6000034-2025-04060] submitted on november 10, 2025, was filed inadvertently. No explantation occured. The patient actually underwent revision surgery to reposition the receiver/stimulator under general anesthesia on (B)(6) 2025.